Event description:
Reported as "pain and tightened. Grade 2 capsular contracture bilaterally". Note: capsular contracture is a reportable event if treatment has taken place. Although it is unk whethr treatment has taken place for these events, it is inamed's approch to resolve all doubt in favor of reporting.